Event description:
The lay user (pt) called lifescan in 09/2005 and alleged that their meter was reading inaccurately high. Last saturday in 2005 night around 8:30pm, the pt fell down and after falling they decided to test their blood glucose and received a 111 mg/dl. The pt did not experience any symptoms at the time of testing. They contacted emergency services because they had fallen. The paramedics arrived 30 minutes later and tested the pt on their meter and received a 29 mg/dl. The pt was treated with IV glucose and was taken to the ER. The pt was in the ER for seven hours and prior to being released their blood glucose was 150 mg/dl. The diagnosis in the ER was hypoglycemia. The pt does not recall their morning reading that day but claims it was "normal". The test strips were in good condition and not expired. The technique of applying blood on test strip was correct. The test strips passed using the control solution. The pt has been cleaning the puncture area incorrectly. Customer service sent the pt a replacement meter.